Event description:
Our (B)(6) affiliate reports, on 08/25/2010, a pt who wore 1-day trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s.) Reported being treated by an eye care professional (ecp) for an "infected" left eye (os). The pt reported initially experiencing redness, pain and discomfort in the os in april or early may. On (B)(4) 2010, a staff member at the eye clinic confirmed that the pt presented on (B)(6) 2010, was diagnosed with a "corneal abscess" os and treated with cravit and mucofadin drops. The pt presented for f/u visits on (B)(6) 2010 and (B)(6)2010; the pt resumed contact lens wear on (B)(6)2010. On (B)(6) 2010, the treating ecp confirmed the diagnosis and treatment and also indicated that infection was suspected and that the size of the corneal abscess was not centrally located and was "rather large." Ecp also confirmed that the pt was returned to cl wear on (B)(6) 2010 and instructed to return for f/u if symptoms returned. No add'l info is expected to be rec'd. The product in question is not available for return for eval. A lot history was requested and indicated that the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The lot history review indicated that this lot was manufactured under normal conditions. Subsequent to the release of this lot, it was discovered that an isolated issue in one portion of the lens rinsing process impacted some product from the mfg line which produced this lot. At the time of product release, all documentation showed that this lot met all release criteria. Based on the limited info available, no further investigation can be conducted at this time. If add'l info is rec'd, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review.

Manufacturer narrative:
Method: device not returned. No eval will be performed. Conclusions: no conclusions can be drawn.